Event description:
It was later reported that the patient did not experience both a cerebrovascular accident (cva) and a transient ischemic attack (tia). They only experienced a cva.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed cardiac ablation procedure, the patient fell and developed stroke-like neurologic symptoms 48 hours post-procedure and was found to have a transient ischemic attack (tia)/cerebral vascular accident (cva) affecting multiple lobes. Imaging was performed and identified acute right parietal lobe infarct with suspected petechial hemorrhage and scattered smaller infarcts within both cerebral hemispheres suspicious for central embolic etiology. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation from d10: product ID: non-medtronic product type: duodeca catheter; product ID: non-medtronic product type: sheath; product ID: non-medtronic product type: ice catheter, product ID: non-medtronic product type: transseptal device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.